Event description:
Device displayed error message 200m "the mapping connections are not detected", appeared on the carto system. All connections were checked. Defective part was found to be the catheter. There was not any patient harm due as a result of the defect.